Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received corrected the pump serial number involved with the event was (B)(4), which was implanted on (B)(6) 2019. The pump was programmed to deliver clonidine [139.5 mcg/ml] at a dose of 60.04 mcg/day and hydromorphone [1.4 mg/ml] at a dose of 0.6026 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received in response to a request for follow-up reported that the fluid was not related to an activity. The fluid was not serous, it was due to oedema, no blood and not infected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient who was receiving an unknown drug in flex infusion mode via an implantable infusion pump. The indication for use was not provided. It was reported that the patient went to urgent care for pain in the pump pocket on (B)(6) 2020. It was indicated that at urgent care, a computed tomography (CT) scan without contrast was performed and a collection of fluid/an edema was observed in the pump pocket. Fluid (20 ml) was taken from the pocket and was found to be normal without any sign of infection. After the fluid was taken out the patient felt better, and the next day the patient went home. It was noted that when the patient went in for a refill the pain was much better and the issue was resolved without sequelae as of (B)(6) 2020. It was indicated that the etiology of the event was related to the device or therapy and not related to the implant procedure. No further complications were reported or anticipated.